Event description:
Consumer was using the electronic fitness belt at a medium setting for 10 mins. Burn spots to their abdomen. 2002 consumer noticed burn spots (sizes unk) on their abdomen (reason why unk); rx at home. Four days later, consumer called and explained incident to dealer's rep (name unk) who instructed consumer to return exerciser for a full refund. Consumer feels that the fitness belt poses a safety hazard.